Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was reprogrammed back to the bipolar configuration and the system remains implanted. It was also reported that both the ra and rv leads were non-boston scientific products. No adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker complained of feeling dizzy and nausea. Interrogation of the device revealed that the pacemaker had displayed an alert, indicating to check both the right atrial (ra) and right ventricular (rv) leads. It was also noted that a pacing impedance measurement above 2,000 ohms was detected by the device on the rv lead which initiated the device to perform a lead safety switch and change the pacing configuration to unipolar. While the rv lead was in unipolar configuration, there was oversensing of myopotential noise that led to pacing inhibition. The device and rv lead were programmed back to bipolar configuration. Data was submitted to boston scientific technical services (ts) for further review. A ts consultant discussed that based on the data, an integrity issue with the rv lead is suspected. It was also discussed that there was some far field oversensing occurring on the ra lead. The alert indicating to check both leads was triggered due to low amplitudes that were detected. Additional troubleshooting and testing options were provided. The manufacturer, model, and serial information for the rv and ra leads were not provided.